Manufacturer narrative:
Considering the surgical methodology, it was seen that the dentist installed the dental implant right after tooth extraction, which is not indicated for the implant design choose by the dentist. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form, visual conference of the product returned by the dentist and the evaluation of relevant production records.

Event description:
(B)(4) - the dentist reported that 3 days after the dental implant was installed in intraoral region 26#, its non-osseointegration was observed. Moreover, 30n.cm of primary stability was achieved, immediate implant was done and immediate load procedure was performed.